Manufacturer narrative:
Evaluation summary: the sheath and stylette returned loaded in the device. The stent was positioned on the balloon between the marker bands as per speci fications. Deformation was visible to the 1st distal stent wrap with strut slightly raised. Slight deformation was evident to the distal tip. Cine image review: review of the procedural images provided conform the presence of a tight lesion in the rca vessel. Pre-dilation was performed on the proximal rca and the target lesion site prior to delivery and deployment of a stent. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute integrity stent. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, non-calcified lesion with 98% stenosis in the rca. There was no damage noted to packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. It is reported that stent deformation occurred in vivo during positioning/advancement. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The procedure was completed with another manufacturers device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.